Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eos. A number of 257 charging cycles was documented, confirming the clinical observation. The analysis of the available iegm's showed that this large amount of charging cycles was caused due to the detection of noise in the ventricular channel. Hence, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be faultless. Next, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock; however, the charging was aborted, indicating a depleted battery. The ICD was implanted for 26 months; 257 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. In particular, the sensing function proved to be faultless during analysis. The battery depletion was anticipated. The lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.

Event description:
Ous MDR - inappropriate shocks and oversensing on the v lead were noted. The eos of the device was due to 257 charges. The lead was capped and a new lead was placed.